Event description:
Three level anterior-posterior interbody fusion in lumbar area due to degenerative disc disease. One year later still in pain and unable to work. Eight pedicle screws were used in fixation device.